Event description:
It was reported by svc report that all four side rails were difficult to operate and would not properly lock in the upright position. No pt involvement or adverse consequences are reported.